Event description:
It was reported that a dissecting tool broke off (B)(6) during a crani for exploration of a cyst with a subdural drain placement. The broken part of the drill bit was not located. An x-ray was taken to clear the patient. It was indicated that the broken portion of the drill bit most likely got sucked into the suction tubing, although, hospital staff strained that but never found the broken tool. On follow-up it was confirmed that there was no patient impact.

Manufacturer narrative:
Report confirmed. Evaluation noted that the detached portion was not returned. It was determined that the fracture was relatively planar and perpendicular to the stem. The tool fractured due to applying a side load to the tool while it was not rotating. It was confirmed that there was no patient impact. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."